Event description:
Spontaneous communication from pt reporting he pulled 2-4gm vials into one syringe and next 2-4gm vials into next syringe. Pt started infusion with first syringe and f 1200 tubing plastic piece broke and medication leaked out. Pt has full dose to infuse today and next week but will be short the last dose by 8gm for the last dose from last shipment. Unknown if patient experienced any adverse events. No missed dose. Unknown if patient has defective device on hand for possible return. No additional information reported. Indication: common variable immunodeficiency, unspecified. Reported to cvs/caremark by pt/caregiver.